Event description:
It was reported that the patient presented in clinic experiencing dizziness and generally feeling unwell. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.